Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula and she experienced high blood glucose level. Therefore, they tried to treat it with a bolus via the pump, but on (B)(6)2022, the patient went to the emergency room and was subsequently hospitalized due to high blood glucose level. Her highest blood glucose level was 600 mg/dl and had high ketone level which her healthcare professional assessed as dangerous/life threatening. Moreover, the infusion had been used for three days. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2022, she was released from the hospital with a problem with her heart. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.